Event description:
It was reported that during the procedure, the existing right ventricle (rv) lead was found to have an abrasion in the outer poly overlay. The damage did not appear to have breached the lead's silicone insulation, and medical adhesive and an end cap kit were applied over the area of abrasion. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 lead, implanted: (B)(4) 1999; 5068-58 lead, implanted: (B)(6) 1999. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).